Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure in the power supply of the computer caused the problem. The investigation of the log files showed that the failure was due to an earlier and uncontrolled shut down of the rtc (real time computer). The log files are showing controlled power on and shut down without resulting in a failure. At the time of the event, there is no indication from the logs making a shutdown necessary. The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that the axiom sensis xp system malfunctioned during start up. The system was switched on, however, the customer was not able to register a patient. An attempt to restart the system was unsuccessful and the patient was safely removed from the system. We are unaware of any impact to the state of health of the patient involved.